Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section b3 - date of event: exact date unknown. Best estimate is between implantation on (B)(6) and explant on (B)(6) 2024. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h6 -health effect - clinical code: 4581: incision enlarged. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded multifocal intraocular lens (iol) was implanted, a post-operative refractive deviation occurred and the iol was removed and replaced with a replacement iol with a different diopter. Account indicated that the incision was enlarged. No patient injury was reported. No medical intervention was required. No further information was provided.